Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that once the xience prime stent was deployed, negative pressure was held for 8 to 10 seconds prior to retraction of the sds. It should be noted the xience prime, everolimus eluting coronary stent system, instructions for use, states: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 to 15 seconds longer. The investigation determined the reported difficult to remove and deflation issue appear to be related to the use error; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified lesion in the heavily tortuous, distal left anterior descending coronary artery. The 3.5x33 mm xience prime stent delivery system (sds) was inflated once to 18 atmospheres to deploy the stent at the target lesion. Negative pressure was held to deflate the balloon for 8-10 seconds; however, the balloon failed to deflate to remove the sds from the anatomy. An additional wire was used to assist in removing the inflated balloon out of the implanted stent and remove from the artery. There was a delay in the procedure but there were no adverse effects due to the delay. The patient is stable and fine. No additional information was provided.